Event description:
The customer contact reported a separation. The customer contact reported the tubing set was being used to deliver an unspecified volume of normal saline, at a rate of 500ml/hour, via a plum pump following the delivery of an unspecified concentration of cisplatin. It was reported that approx 20 minutes after the normal saline delivery was started, the patient complained of getting wet. At this time, it was noted that the tubing had separated from the arm of the y-site of the tubing set and approx 50ml of solution had leaked onto the floor. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
One sealed device was received and evaluated. The device passed testing. No separations were noted during the testing procedures. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel.